Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): steerable guide catheter, 2 additional implanted mitraclips. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the lot. The reported patient effect of emboli of the mitraclip as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda and complete clip detachment could not be determined. The embolism was due to the complete clip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) and complete clip detachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was noted as challenging. One clip was implanted, reducing the mr to 2-3. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 4. Two additional clips were implanted for stabilization, reducing the mr to 2. On (B)(6)2017, it was found that the slda clip embolized to the distal aorta. The clip was snared and the patient was confirmed to be stable. No additional information was provided.